Event description:
Patient was revised due to pain, tightness and a hematoma. Bilateral patient - left side reported in separate complaint. Update (B)(6) 2011 - litigation papers allege on or about (B)(6) of 2009 and thereafter, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain in the bottom of her foot, on the second toe of her right foot, right knee pain swelling in her right calf, lower leg and ankle area, tightness in abductor region of right lower extremity, tightness in both hips, bilateral thigh discomfort, decreased sensation on the right big toe medial aspect and medial aspect of the right foot. It is also alleged testing of the blood of patient collected on (B)(6) 2010 demonstrated high chromium blood levels of 5.7 ng/ml and high cobalt blood levels of 19.6 ng/ml. It is further alleged testing of the blood of patient collected on (B)(6) 2011 demonstrated high chromium blood levels of 10 ng/ml and high cobalt blood levels of 49 ng/ml.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states :patient was revised due to pain, tightness and a hematoma. Doi: (B)(6) 2009; dor: (B)(6) 2009 (right side). Bilateral patient - left side reported in separate complaint. **update - (B)(6) 2011 - litigation papers allege on or about the late summer or fall of 2009 and thereafter, patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain in the bottom of her foot, on the second toe of her right foot, right knee pain swelling in her right calf, lower leg and ankle area, tightness in abductor region of right lower extremity, tightness in both hips, bilateral thigh discomfort, decreased sensation on the right big toe medial aspect and medial aspect of the right foot. It is also alleged testing of the blood of patient collected on (B)(6) 2010 demonstrated high chromium blood levels of 5.7 ng/ml and high cobalt blood levels of 19.6 ng/ml. It is further alleged testing of the blood of patient collected on (B)(6) 2011 demonstrated high chromium blood levels of 10 ng/ml and high cobalt blood levels of 49 ng/ml. Asr cup - doi: (B)(6) 2009; dor: none reported (right side). Asr femoral head - doi: (B)(6) 2009; dor: none reported (right side). (B)(6). Te asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.